Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as air bubbles in the ion-selective electrolytes (ise) flowcell and a clogged sample probe. The fse replaced the ise electrodes, tubing, and sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of ion-selective electrolytes (ise) quality control (qc) issues and erroneous patient results from cell 2 on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer stated that about thirty (30) samples were incorrect. The customer repeated the samples on their other instrument with results considered correct. The customer did not provide any patient data or demographics.